Event description:
Electro-surgical unit in use for surgical procedure to remove tonsils. String on gauze packing ignited causing a fire in the pt's mouth. Pt received 2nd degree burns to oral cavity. Fire extinguished with saline solution.